Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she did not know how to get out of the alarm screen. The customer's blood glucose was 177 mg/dl. The customer stated that she had worn the insulin pump in her pocket leading up to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.